Event description:
First symptoms were extreme joint pain and severe acne. My arms and hands would randomly go numb. I was having brain fog, trouble concentrating, trouble speaking. All of my blood work came back "normal." I knew something was wrong. I went from a perfectly healthy and normal (B)(6)-year old to someone diagnosed with attention deficit disorder (add), seeing a dermatologist for severe acne, and seeing ob gyn for hormonal disturbances. My ob gyn asked when I had my breast implants last checked. The answer was never, I was never informed that I needed to unless there were problems. I explanted (B)(6) 2018 and immediately the joint pain was gone. I came off my add meds and started seeing a functional medicine doctor. I was diagnosed with hashimoto's. The doctor said my tpo antibodies were >900. Normal is >9. Also, I implanted in (B)(6) 2011. I had my 5th child in (B)(6) and he was born with congenital heart defects. No family history and no known cause.